Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision, during which, lead extensions were added and nothing was replaced. The patient was doing well post-operatively.